Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead was capped and replaced on (B)(6) 2021 due to an unspecified reason. The patient condition was unknown.